Event description:
During a transapical tavr procedure the 23mm sapien xt valve was deployed 30:70 [aortic:ventricular] causing moderate to severe paravalvular leak [pvl]. A second valve was implanted. Initially bav was performed with a 23 x4cm edwards balloon. The 23mm xt valve was then positioned in a 40:60 [aortic:ventricular] position. A discussion regarding moving the valve more aortic took place and the team felt the valve would rise during deployment. During deployment the valve landed in a 30:70 [aortic:ventricular] position. Moderate to severe pvl near the non coronary cusp [ncc] was noted. A second valve with +1ml was prepped, and positioned more aortic. The final valve position for the second valve was 50:50 in the native annulus. Pvl was still noted and an additional 1ml was added for a post dilatation. Final echo showed mild pvl, and zero central aortic insufficiency. The patient was extubated and transported to the unit in stable condition. The event was attributed to borderline valve sizing 23/26mm, calcium at the base of ncc/rcc and incorrect positioning of the valve. The native annular and leaflet calcification was severe.

Manufacturer narrative:
Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, the event was attributed to a combination of patient and procedural factors (i.e. Borderline valve sizing 23/26mm, calcium at the base of the ncc/rcc and incorrect positioning of the valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.